Manufacturer narrative:
Analysis found handpiece staling and error code 15 displayed on ipc, therefore could not verify overheating issue and hence pre-repair test could not be performed. Further inspection found housing and motor cable assembly heavily corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece is broken and the cable is overheating during intra-operative. There is no patient impact.